Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of right ventricular oversensing noted due to myopotential oversensing. The device will be reprogrammed at the next follow-up appointment to resolve the event. The patient was stable with no consequences.